Event description:
It was reported that pump screen appeared dark and would not turn on, and caller experienced extreme difficulty pressing button or needed multiple presses to activate pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press button correctly, confirmed pump could turn on, agreed to continue using current pump until replacement arrived, and was instructed to place pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump with prepaid label as arranged by technical support.